Event description:
Customer reported hospitalization. Customer stated that he was on his way home when his blood glucose readings went low and he got into a car accident. Customer was hospitalized with a blood glucose reading of 25 mg/dl. Customer's current blood glucose reading is 170 mg/dl. Customer also reported receiving a lost sensor alarm. Troubleshooting was performed and no damage to the drive support cap was noted. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.